Manufacturer narrative:
Technical evaluation the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device become available. Orthofix srl has requested further information on the event such as: code and serial number of the nail and the receiver implanted date of initial surgery date of the first clinic visit date of the awareness of the nail malfunctioning copies of the x-ray images date of the nail removal patient current health condition device return for the analysis. Unfortunately, this information has not yet made available. As soon as the results of the investigation are available, orthofix will provide a follow up report.

Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6) hospital, surgeon's name: (B)(6), body part to which device was applied: femur, surgery description: lengthening, patient information: male, problem observed during: into treatment/post-operative, type of problem: device functional problem, event description: "surgery completed as planned. Lengthening began as expected. Patient achieved approximately 2cm of the required 3-4 cm of lengthening. Patient then attended clinic and reported that the device had "suddenly stopped working". I attended clinic and tested the device as completely as was possible by placing the transmitter on the skin and activating the control unit. Good, clear motor sounds were audible and I advised the patient that as far as we were able to ascertain the device was working. Patient attended clinic one week later and stated that he had been using the controller as instructed but no further lengthening was observed on x-ray. I again tested the device and again heard clear, robust motor sound. Due to other complicating factors not related to the nail surgeon decided to accept 2 cm of lengthening and scheduled removal of the device as intended at 1 year. This has now happened and the nail is available for testing". The complaint report form also indicated: the device failure did not have any adverse effects on patient the initial surgery was completed with the device the event did not lead to a delay in the duration of the surgical procedure an additional surgery was not required a medical intervention (outpatient clinic) was not required copy of operative reports and copy of x-ray images are not available. Manufacturer ref: (B)(4) distributor ref: (B)(4).

Manufacturer narrative:
A report has been submitted to orthofix srl, referring to the fitbone issue that occurred during post-operative management, after the surgery. In detail, during the clinical visit of the patient, it was confirmed by the surgeon that no further lengthening was observed on x-ray. Indeed, the patient achieved approximately 2cm of the required 3-4 cm of lengthening. The involved nail has been returned for investigation. The device had no specific anomalies or surface defects, except for scratches/marks probably caused by the implantation. The bipolar connector was completely stripped. The nail removal most likely caused this. Based on the results of technical evaluation, it was possible to assume that the returned nail worked correctly as the length of the tail left measured evidenced that the device has lengthened by about 3,2 cm. The functional analysis evidenced that the nail was conformal to specifications, evaluating the current absorption by the motor in the return condition of the nail without the cable, therefore without its load. Analysis of manufacturing records confirmed that the noticed device was released as conforming to specifications. No information was provided by the customer regarding the lengthening period, so it cannot be determined whether the nail lengthening is as expected or not. Based on all facts mentioned above, a reduction in motor performance can be ruled out. Thus, no intrinsic device failure occurred. It is not possible to determine whether any clinical conditions may have contributed to the operation of the device under unexpected conditions.

Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6) hospital, surgeon's name: (B)(6), body part to which device was applied: femur, surgery description: lengthening, patient information: male, problem observed during: into treatment/post-operative, type of problem: device functional problem. Event description: "surgery completed as planned. Lengthening began as expected. Patient achieved approximately 2cm of the required 3-4 cm of lengthening. Patient then attended clinic and reported that the device had "suddenly stopped working". I attended clinic and tested the device as completely as was possible by placing the transmitter on the skin and activating the control unit. Good, clear motor sounds were audible and I advised the patient that as far as we were able to ascertain the device was working. Patient attended clinic one week later and stated that he had been using the controller as instructed but no further lengthening was observed on x-ray. I again tested the device and again heard clear, robust motor sound. Due to other complicating factors not related to the nail surgeon decided to accept 2 cm of lengthening and scheduled removal of the device as intended at 1 year. This has now happened and the nail is available for testing". The complaint report form also indicated: the device failure did not have any adverse effects on patient, the initial surgery was completed with the device, the event did not lead to a delay in the duration of the surgical procedure an additional surgery was not required, a medical intervention (outpatient clinic) was not required copy of operative reports and copy of x-ray images are not available. Manufacturer ref: (B)(4), distributor ref: (B)(4).